Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first returned product noted that the first reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at approximately three-fourths the entire cartridge length. Visual inspection of the second returned product noted that the second reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were over ridden, and the reloads were applied to test media. All remaining staples were placed for the first reload, and test media was cleanly transected for both reloads. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was being positioned to do the wedge resection of the right lower lung during a video assisted thoracoscopic surgery. The surgeon was applying a great deal of force (torque) to the instrument distal to the staple reload and the adapter connection point and was trying to position an approach to the lung tissue. The port was placed intracostal, so the amount of force required to achieve the surgeons required angle was high. The surgeon was able to press the green button, but the device did not fire. Also, there was difficulty unloading the device where the entire load broke off the adapter. Another reloads were used however midway through the fire, the reloads stalled at midpoint. So, another product was used to complete the case. There was no patient injury.